Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the customer experienced hyperglycemia about 6 hours before a w2 low battery warning, and he believes the insulin delivery of the infusion device is inaccurate. The following blood glucose levels were provided: 15.3 mmol/l in the morning, 6.0 mmol/l before lunch, 15.4 mmol/l after lunch, 17.8 mmol/l before dinner, and 5.9 mmol/l after dinner. No adverse event was reported. The alleged product was requested for evaluation.